Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d4, g3, g6, h2, h3, h4, h6, and h10. Reported event was confirmed by review of photograph. Visual examination of the photographs provided shows that bearing post is fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, patient was revised approximately sixteen years post-implantation due to instability. During the revision, it was noted that the tibial insert post had fractured.

Manufacturer narrative:
(B)(4). D6a implant date: unknown date in 2007. D10 medical devices: unknown femoral catalog#: ni, lot#: ni. Unknown tibial tray catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.